Manufacturer narrative:
As a result of additional information received, the following fields have been updated: a2, a3, b5, and h6. Information has been added to e4. H6: investigation results - the revision reported was likely the result of prosthesis wear, osteolysis, and an insufficient bond between the device and the bone, resulting in aseptic (non-infected) patella loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and patella loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.

Event description:
As reported via legal department, a patient underwent initial left knee replacement surgery on (B)(6) 2015. He was implanted with an optetrak device. On (B)(6) 2022, the patient underwent left knee revision surgery, approximately 7 years 8 months post initial procedure, to remove the failed polyethylene liner due to accelerated and preventable wear of the polyethylene tibial insert. Revision op report ((B)(6) 2022) diagnosis: left knee osteolysis due to polyethylene wear. Findings: global instability, large effusion without gross evidence of infection. Synovitis consistent with poly wear. Loosening patellar component. Femoral component not grossly loose however deboned from cement mantle and removed with bone tamp with no attached cement on back side of implant. Tibia well fixed. Massive osteolysis tibia worse medial and posteromedially with uncontained defect. Aori 2b bone loss tibia and femur. There were no complications. A surgical defrief was performed. The patient was transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported via legal department, that patient, underwent initial left knee replacement surgery on (B)(6) 2015. He was implanted with an optetrak device. On (B)(6) 2022, plaintiff underwent left knee revision surgery, approximately 7 years 8 months post initial procedure, to remove the failed polyethylene liner due to accelerated and preventable wear of the polyethylene tibial insert. No device return anticipated due to this being a legal case.